Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a shocking sensation with device use. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, november 18, 2015.